Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. The efficacy of your t:slim system cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. There was no impact to the blood glucose level. As the contact did not have the pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had uses novolog in the cartridge for 3-6 days and at times, would refill the cartridge with an additional 1 day of insulin.